Manufacturer narrative:
Additional information obtained from the cardiology clinic noted that the cause of death was urinary tract infection with congestive heart failure (chf) exacerbation resulting in sepsis. Enterococcus faecalis was identified in the blood. The death is noted to be unrelated to the ICD system or the procedure.

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately two months after implantable cardioverter defibrillator (ICD) was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately two months after implantable cardioverter defibrillator (ICD) was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). Concomitant products: 694775 implantable tachy lead, implanted: (B)(6) 2004; 419488 implantable pacing lead, implanted: (B)(6) 2004; 5524m45 implantable pacing lead implanted: (B)(6) 1996.